Event description:
Later, a response to the manufacturer's good faith attempts was received. It was indicated that the cause of the pain was related to the patient's significant weight loss (patient physiology). The surgery was indicated to be for patient comfort only. The device was noted to be not available for return. No other relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to pain that corresponded with the implant. The explanted device has not been received to date. No other relevant information has been received to date.